Event description:
The field engineer reported that the system displayed the message "data error and system error detected, x-rays are disabled" when attempting to boot the system. The error message could not be cleared and rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and cine hard drive were replaced and the system software was reloaded. The system was then found to be operating as intended.